Event description:
Spontaneous call from patient. She reports that 2 nights ago at midnight after mixing at 8 pm she had error on pump serial number (B)(4) showing no disposable, damp tubing. Patient reports cassette lot 4220001 for cassette causing the malfunction. Patient reports this is the second time in 6 months that this has happened. No further information available. His this incident happened within the past 6 month? (Offer nursing evaluation) yes; has this pt reported a pump malfunction within the past 6 months (offer nursing evaluation) yes. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? No. Did we (MFR) replace the device? Yes. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. What is the outcome of the event? Resolved. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.